Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be dripping out of the infusion set tubing during the load fill tubing sequence. The issue continued across multiple sets of supplies. Prior to contacting tandem technical support (cts), the customer detached the tubing from the cartridge and no drops were seen dripping out of the infusion set tubing. The customer reverted to manual injections for insulin therapy. During troubleshooting with cts, a supply change was performed to address the issue; however, the issue persisted. Customer's blood glucose level was 444 at highest mg/dl.